Event description:
This is an adverse event recorded on a crf, as part of the (B)(6). This patient was prospectively enrolled with 6 cm low grade dysplasia. One month after patient underwent a radiofrequency ablation (rfa) procedure to treat barrett's esophagus, the patient experienced dysphagia. Upon endoscopy, a stricture was noted which was subsequently dilated. The patient underwent another dilation two months later after which the patient's symptoms were resolved. Per the physician, the severity of this event was mild and the relationship of the event to the device procedure was probable. There was no device malfunction.

Manufacturer narrative:
The site did not return any device therefore no analysis was performed. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).